Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive, the device was powered and displayed content, and troubleshooting steps including cleaning the screen, attempting unlock, using a stylus, charging, wake-button holds, and restarts did not restore normal touch function, leading to device replacement. Symptoms included no adverse clinical effects, as the patient reported no impact to blood glucose and used multiple daily injections as backup therapy. Outcomes included replacement of the device and patient continuation of therapy without reported injury. Investigation included technical support troubleshooting and remote assessment. Investigation of this case revealed a device performance issue consistent with a touchscreen malfunction of the display/touch interface; no alarms or alerts were reported. The complaint was that the patient could not get the touch screen to respond. However, the investigator could not duplicate this situation and found that the device worked as intended and designed. Customer complaint was not confirmed. No fault was found.